Event description:
Shortly after a trial procedure, the pt reported headaches. The surgeon explanted the trial lead and administered a blood patch. The pt is reportedly doing well.

Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for evaluation.